Event description:
Follow up reported there was a loss of therapeutic effect. "It was put in the belly instead of the back, they put the wrong thing in me." It is unclear whether the stimulator was in the patient's back or stomach because it was later reported, the patient was upset that they implanted the stimulator in his back instead of the stomach. The way the stimulator was implanted in their back gives them more pain because they think the stimulator was rubbing against their spine. It was noted the patient was feeling "kind of (B)(6)." It was also noted that "three discs are unremarkable." It was also noted it helped the patient's legs. If the patient did not have the device he would be taking a lot more pain medication. Patient had new programs added for his legs and lower back. The patient had not seen their doctor in a "long time". No further information was reported.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. There was no surgical intervention, no hospitalization, and no patient injury reported. The patient saw the hcp on (B)(6) 2012. There were no problems reported with the stimulation system. The patient was scheduled for a follow up appointment in three months. No further information was provided.

Event description:
Additional information received reported that the patient experienced pain in his legs if stimulation was on for 3-4 days straight. It was noted that this event has happened multiple times. The patient stated that his pain is worse in the winter. The patient also stated that stimulation increases in intensity when lying flat. Any additional information will be included in a supplemental report.

Event description:
It was reported that the patient had first back surgery at 19 and had foot pain for about 20 years. The patient was in an accident in his truck and hurting his head and neck in 2005. The patient had post traumatic stress disorder (ptsd). The patient was implanted in 2010. The patient thought he was going to be implanted in the stomach and when he woke up the device was implanted in the back. In (B)(6) 2011, the patient hurt his back playing with his daughter. In the (B)(6) 2012, the patient was in a boat accident. The patient had to turn up stimulation, sometimes being uncomfortable. The patient's doctor told the patient the pain medicines were not an option for him but discussed a pain pump. The patient had two programs, one on left leg and two on the right leg, and at some point the patient got two more programs added, three on left lower back and 4 on right lower back. It was unknown when did this happen. The patient stated when more programs were added it made the other programs less effective. The patient felt pain in his butt to foot, "sometimes left, sometimes right, and sometimes both." The patient had an x-ray to check his implantable neurostimulator (ins) this year, and the ins turned 90 degrees. The bump on top was on the patient's spine. The patient could feel it when bouncing in the truck. The doctor told the patient to call back when the patient couldn't take it anymore. The patient felt the pain in his legs overrode the pain from the ins turning. The ptsd gave the patient fibromyalgia and the patient hurt all over. The patient started to get better after seeing a psychologist. The patient gained weight from (B)(6). The patient used to walk a lot, and the patient had a bad memory and was unable to gather detailed information. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 250120002, implanted: (B)(6) 2010. Product type: accessory: product ID 3550-39, lot# n271626, implanted: (B)(6) 2010. Product type: accessory. (B)(4).